Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to a supraventricular tachycardia (svt) episode. Upon review, boston scientific technical services (ts) discussed that after the second atp round, the patient's intrinsic rhythm accelerated and a ventricular tachycardia (vt) was detected in the ventricular fibrillation (vf) zone. An electric shock was delivered which converted the rhythm, however, the patient was back into the same ventricular rate and self terminated. The svt continued in the vt zone, therefore, 4 additional shocks were delivered. Ts noted the shocks did not slow or accelerated the rhythm. The episode self terminated. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device remains in service.